Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that before surgery, the system was changing programs on its own. There was no patient involvement. The scheduled procedure was completed.

Manufacturer narrative:
The system was examined and the reported touchscreen issue was replicated. The touch screen was replaced to address the issue. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on june 22, 2006. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the non-conforming touch screen. The cause of the non-conforming footswitch function was isolated to a non-conforming footswitch cable. (B)(4).